Event description:
Customer tested at 278mg/dl on the device and took 15 units of insulin. An hour later customer tested at 157mg/dl on the device. Customer then went to the emergency room where the hospital device read in the 50's mg/dl. Customer thinks that he received a sugar pill and some candy prior to being released. Quality controls were used and were reportedly withing acceptable range. Requested return of suspect device and replacement was sent.